Event description:
Same case as: 6000089-2007-00639, 6000093-2007-00896, 6000093-2007-00897. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The pt presented with unstable angina. The 95% stenosed lesion being treated was located in the tortuous mid left anterior descending (lad) artery. The physician placed a 2.50x16 mm taxus express2 drug eluting stent, inflating to 12 atms for 15-30 seconds, taking the area from 95% to 0% stenosis. Then the physician placed a 2.50x24 mm taxus express2 drug eluting stent distal to the first placed stent in the ostium of 1st diagonal, telescoping back into it, jailing the 1st diagonal. A non boston scientific guidewire and a maverick balloon were unable to cross into the diagonal. The guidewire and the maverick balloon were exchanged (non-boston scientific devices). The non-boston scientific 2.5x10 mm balloon was inflated twice to 12 atms for 1 minute and for 30 seconds respectively. After the guidewire and balloon were removed, it appeared that there was a small dissection right at the beginning of the first stent, so a 2.50x8 mm taxus express2 drug eluting stent was placed over that area in the proximal lad and dilated to 2.72 mm size, inflated to 12 atms for 15-30 seconds. The result was excellent. Medications provided: angiomax, integrilin, plavix, versed, and fentanyl. The pt was taken to ICU. One day post the initial procedure, upon discharge, before the pt left the hospital, the pt developed a sudden onset of acute chest pain and shoulder discomfort. She had also become diaphoretic and hypertensive. The EKG was consistent with acute anterior wall myocardial infarction. The pt was taken back to the cath lab. The angiography showed total thrombosis of the lad within the stent. The circumflex was unchanged and the left main was not involved. The physician used a 2.50x20mm balloon to open the stented area. Ivus was performed and it appeared the vessel was a 3.0 mm - 3.2 mm in diameter. A 3.0x20 mm balloon was used to expand the stents further. It appeared there was significant disease distal to the originally placed stents. A 2.50x12 mm taxus express2 drug eluting stent was placed in the mid lad, telescoping into the distal portion of the previously placed stent. There was a small distal dissection within the stent, so the physician placed a 2.25x8 non-boston scientific stent. He then wired the, previously jailed, 1st diagonal and re-dilated with a 2.0x15 mm balloon. The lad looked widely patent and there was good flows noted. During the case, the pt had reperfusion arrhythmias, including a run of ventricular tachycardia. The pt was not experiencing chest pain. Medications provided: heparin, reopro, and integrilin. No add'l complications were reported. Patient was reported to be in "good condition" and was discharged from the hospital. The patients plavix dose was doubled and she was started on pletal.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.